Manufacturer narrative:
The reported issue of programmer freeze was confirmed: on 4 april 2024, the programmer session started at 10h24 and ended with a battery removal at 10h38. During this programmer session, the user launched a smartcheck test, programmed some parameters successfully for one patient, and the 3 minutes after he/she tried to launch a smartcheck test again, but not on the same device, which led to the following message at 10h33: ¿&commbadserialerror ("new device.\n end the session using the end button.\n and interrogate"))¿. More information were received on 1 aug 2024. Therefore it is the pop-up issue on 3.16 - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a programmer software issue, and it will be corrected with the next smartview version.

Event description:
Reportedly, it would have been impossible to close the current session. The screen freezes and the doctor removes the battery to restart again.

Event description:
Reportedly, it would have been impossible to close the current session. The screen freezes and the doctor removes the battery to restart again.

Manufacturer narrative:
The reported issue of programmer freeze was confirmed: on 4 april 2024, the programmer session started at 10h24 and ended with a battery removal at 10h38. During this programmer session, the user launched a smartcheck test, programmed some parameters successfully for one patient, and the 3 minutes after he/she tried to launch a smartcheck test again, but not on the same device, which led to the following message at 10h33: ¿&commbadserialerror ("new device.\n end the session using the end button.\n and interrogate"))¿. Then the user tried to change the surface ECG settings and ended by removing the battery. The root cause of the issue is that the user tried to launch a smartcheck test on a new device without leaving (ending) the programmer session of the previous implantable device.

Event description:
Reportedly, it would have been impossible to close the current session. The screen freezes and the doctor removes the battery to restart again.